Manufacturer narrative:
The suspect product is the compact test strip drum.

Event description:
Reporter alleged discrepant blood glucose results of 400, 166, & 199 mg/dl when all tests were performed 1 minute apart on the compact system. The location of the testing was not provided. As a result of the comparison, no actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent. Compact system: meter and compact test strip drum lot number 2065841 with an expiration date of 07-31-2008.